Event description:
It was reported that the customer had a blood glucose level of 500 mg/dl. The customer treated himself with his back-up insulin pump. The customer's blood glucose level at the time of the report was 137 mg/dl. The customer stated his insulin pump stopped delivering insulin and did not alarm no delivery. Standard troubleshooting was performed. The customer reported that insulin did not exit the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and the excessive no delivery alarm test. The unit was programmed at a 2 unit basal rate for 24 hours and monitored for 2 days. The basals were delivered and recorded in the basal history and daily totals properly. No basal or bolus anomaly was noted. The unit functioned properly. The unit was received with a minor scratched lcd window and cracked reservoir tube lip.